Event description:
It was reported that high resistance was noted with 5 pts, two of which reported distressed. No pt sequelae was reported. See reports: 9680602-1999-00004, 9680602-1999-00005, 9680602-1999-00006, and 9680602-1999-00007.